Event description:
The customer observed falsely elevated magnesium result for one patient on the architect c8000 analyzer. Mg results initial = 5.4 repeat 2.0 meq/l. This patient had always had normal mg in the past. No further patient details were provided. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the historical complaints, a review of labeling and service of the instrument by replacing the probe. No trends with the reagent probe (list number 01g47-03) were identified. The issue in question is adequately addressed in product labeling. The available information does not reasonably suggest a malfunction of reagent probe, list number 01g47-03. A systemic deficiency of the reagent probe was not identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This event was previously submitted as manufacturer report 1628664-2013-00052 on (B)(4) 2013, under a different suspect device. An evaluation is in process.